Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause is attributed to some form of stress, such as component damage or degradation, electrical issues, environmental temperature conditions, or maintenance-related factors. The most likely cause of this complaint is considered to be an expected or random component failure rather than a design or manufacturing defect. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer returned the videoscope with no reported complaint. During device evaluation, it was found that the curved rubber adhesive component was missing. There was no patient involvement associated with this event.